Event description:
White activation button pushed, needle did not retract. The nurse tried to reposition her other hand and dropped the device resulting in a needle stick injury to her leg.

Manufacturer narrative:
Additional information was requested from the reporter and none has been received at this time. Results: a review of the device history record and material review report was completed and no irregularities were noted during the manufacturer of the lot reported. Conclusions: without a sample were are unable to determine the cause of the needle retraction failure. (B)(4).